Event description:
The info provided to sjm indicated the 8f angio-seal sts plus vascular closure device used in the right femoral artery following a peripheral pulmonary intervention (ppi). A pre-deployment angiogram had been performed prior to the procedure. Following deployment, while still in the cath lab, bleeding was observed. Hemostasis was achieved after five minutes of manual compression. Immediately following hemostasis, the pt experienced leg pain. An occlusion at the puncture site was revealed using CT and echo. Three hours later, the angio-seal was surgically removed. During the surgery, collagen was found inside the artery. The pt was discharged three days later. The physician noted that during the deployment of the angio-seal he may have loosened the tension too much and pushed the collagen into the artery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.